Event description:
The consumer reported that the patient had foot surgery done 9 weeks ago and had been off with their symptoms since the procedure. The symptom return was due to a gradual change in symptoms in 2016. The patient's eating was off and they wanted a manufacturer representative to check the device. The patient had not had their device checked in a long time. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information received from the consumer reported that the patient had a gastro-hcp that was willing to have the manufacturer representative come to their office to check on the patient's implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient¿s wife reported the device had not been serviced in over two years. The doctor wanted a representative to come and check the device. The wife stated every couple of months the patient¿s problems start over again. They give him dexilant for acid reflux, but that did not solve the problem the patient got meds twice a day to prevent it from getting worse and this had been going on for the last six months. Further information from a representative indicated the patient¿s wife was contacted and all was well.